Event description:
Health care professional reported pt had an infection of the implant site. The device was explanted and returned to the manufacturer for analysis. No cultures were done. The pt was treated with IV antibiotics for more than a week. The wound is looking better and not needing to be packed any longer. Follow up report will be sent when additional info is received.